Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain and inflammation at the abutment site. The patient reportedly had the site cauterized (date not reported).